Event description:
It was reported that intra-operatively, the right atrial (ra) lead became dislodged. After the physician repositioned the lead, the lead exhibited diminished p-wave sensing. The patient returned for a routine device check and it was observed that the lead threshold had increased since the revision. It was further noted that the ra lead had become dislodged a second time. The device mode was changed and the lead remains in use. No patient complications have been reported as a result of this event.